Event description:
Two passing pins broke during drilling the femur during an acl reconstruction (btb), left knee, first one broke at 3.0cm and the second one at 3.2cm from the tip. Tibial tunnel was prepared (aimer 55deg, f9mm), then the femoral. The site was difficult to approach so the passing pin was placed by extending and flexing the knee. During drilling through, the first pin broke. The tip was stuck in the bone and it took 1 hour to remove it. A back up was used, but this one broke just like the first one. The tunnel was drilled with the pin curved; however, as two passing pins from the same lot broke at the similar location. Backup device were available.

Manufacturer narrative:
Evaluation of the pins showed them both broken at the same location. As reported pins were being drilled while flexed. Smith & nephew passing pins are designed to be used in a straight-line method.